Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: evidence of damage to the silicone jacket layer of the driveline was confirmed. Thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6), which could have contributed to the reported elevated lactate dehydrogenase (ldh) and elevated pump power values. Furthermore, the reported event of suspected outflow graft obstruction could not be confirmed through this evaluation. A specific cause for this event could not be determined. Of note, the majority of the outflow graft and bend relief were not returned for evaluation. A photograph of the outflow cannula taken in the operating room and was provided by the account. The photograph appeared to capture tissue accumulation under the outflow graft bend relief through a partial cross-sectional cut made near the bend relief hardware. The outflow graft could not be visualized from the photograph, and outflow graft obstruction could be confirmed based on the image. (B)(6) was returned assembled with the driveline (dl) severed approximately 1.5" from the pump housing. The remainder of the dl was returned in two portions: one middle portion measuring approximately 1" and the distal portion measuring approximately 35.5". The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and attached to the pump inlet port. The apical sewing ring was returned detached from the inlet extension. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, outflow graft bend relief, and bend relief collar were all returned separately and detached from the device. The sealed outflow graft was returned severed adjacent to the graft attachment with a distal portion measuring approximately 0.5" returned separately. The outflow graft bend relief was returned severed approximately 0.5" from its hardware. The remainder of the graft and bend relief were not returned for evaluation. The graft material revealed no distortion. No tissue accumulation was observed on the outflow graft exterior or in the bend relief lumen. Inspection of the rotor revealed a ring-like deposition surrounding the bearing ball which appeared soft, tissue-like, and slightly adhered. The laminated structure of the deposition indicated that it likely formed over an undetermined amount of time while the device was supporting the patient. Although a specific cause for the development of the observed deposition could not be determined through this evaluation, the deposition could have contributed to the reported elevated ldh. Additionally, while a duration of time for which the deposition was present in the pump could not be conclusively determined, it could have created additional resistance on the spinning rotor, potentially contributing to the power and flow values above the patient's reported baseline which were confirmed through the evaluation of the submitted log file. Upon removal of the deposition, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the dl did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification; the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. It is also noted that any increase in power not related to increased flow causes erroneously high flow readings. Section 5, ¿surgical procedures¿, contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Under ¿pump performance monitoring¿, this section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023 due to potential outflow graft obstruction in the heartmate ii bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency department with a sharp increase in lactate dehydrogenase (ldh). It was also noted that the patient had a slight increase in average power and flow. The log files also noted an increase in power and flow values from (B)(6) 2023 to (B)(6) 2023.